Event description:
Reportedly, the pacing system was implanted on (B)(6) 2013. Review of patient files retrieved during a follow-up on 17 october 2019 revealed noise artifacts on both the atrial and ventricular channels. It was noticed that the ventricular lead impedance had risen from 400ohms to approximately 1400ohms, and that the ventricular pacing threshold had risen from 1.5v (measured on (B)(6) 2016) to 2.0v (measured on (B)(6) 2019). Moreover, an important number of atrial events which amplitude was near the atrial detection threshold (0.8mv) was detected. Preliminary analysis revealed simultaneous noise oversensing on both channels since on (B)(6) 2015 (at least). The origin of these non-physiological signals is unknown. It could be located at lead(s) level, lead(s)/pacemaker connection level, or at pacemaker level (at the level of the connector). None of these hypotheses could be confirmed at this stage based on available data. A gradual increase of the right ventricular lead impedance was also observed starting from on (B)(6) 2016.

Manufacturer narrative:
Reportedly, a re-intervention was performed on (B)(6) 2020. The subject pacemaker was replaced and returned for analysis. The leads remained implanted. D7 was updated: the device was explanted on (B)(6) 2020.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2013. Review of patient files retrieved during a follow-up on (B)(6) 2019 revealed noise artifacts on both the atrial and ventricular channels. It was noticed that the ventricular lead impedance had risen from 400ohms to approximately 1400ohms, and that the ventricular pacing threshold had risen from 1.5v (measured in (B)(6) 2016) to 2.0v (measured in october 2019). Moreover, an important number of atrial events which amplitude was near the atrial detection threshold (0.8mv) was detected. Preliminary analysis revealed simultaneous noise oversensing on both channels since (B)(6) 2015 (at least). The origin of these non-physiological signals is unknown. It could be located at lead(s) level, lead(s)/pacemaker connection level, or at pacemaker level (at the level of the connector). None of these hypotheses could be confirmed at this stage based on available data. A gradual increase of the right ventricular lead impedance was also observed starting from may 2016.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200318 - file-2019-03709 - analysis_and_closure_report_resp-2020-00295.pdf].

Manufacturer narrative:
Returned device analysis revealed absence of lead tightening marks on both set-screws, which indicate that the reported event is most probably attributable to lead connection issues. Analysis confirmed that the connection system conformed to established specifications.

Event description:
Reportedly, the pacing system was implanted on(B)(6)2013 . Review of patient files retrieved during a follow-up on(B)(6)2019 revealed noise artifacts on both the atrial and ventricular channels. It was noticed that the ventricular lead impedance had risen from 400ohms to approximately 1400ohms, and that the ventricular pacing threshold had risen from 1.5v (measured in (B)(6)2016 ) to 2.0v (measured in(B)(6)2019 ). Moreover, an important number of atrial events which amplitude was near the atrial detection threshold (0.8mv) was detected. Preliminary analysis revealed simultaneous noise oversensing on both channels since (B)(6)2015 (at least). The origin of these non-physiological signals is unknown. It could be located at lead(s) level, lead(s)/pacemaker connection level, or at pacemaker level (at the level of the connector). None of these hypotheses could be confirmed at this stage based on available data. A gradual increase of the right ventricular lead impedance was also observed starting from (B)(6)2016.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system was implanted on (B)(6)2013 . Review of patient files retrieved during a follow-up on (B)(6)2019 revealed noise artifacts on both the atrial and ventricular channels. It was noticed that the ventricular lead impedance had risen from 400ohms to approximately 1400ohms, and that the ventricular pacing threshold had risen from 1.5v (measured in (B)(6)2016 ) to 2.0v (measured in (B)(6)2019 ). Moreover, an important number of atrial events which amplitude was near the atrial detection threshold (0.8mv) was detected. Preliminary analysis revealed simultaneous noise oversensing on both channels since (B)(6)2015 (at least). The origin of these non-physiological signals is unknown. It could be located at lead(s) level, lead(s)/pacemaker connection level, or at pacemaker level (at the level of the connector). None of these hypotheses could be confirmed at this stage based on available data. A gradual increase of the right ventricular lead impedance was also observed starting from (B)(6)2016 .

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2013. Review of patient files retrieved during a follow-up on (B)(6) 2019 revealed noise artifacts on both the atrial and ventricular channels. It was noticed that the ventricular lead impedance had risen from 400ohms to approximatively 1400ohms, and that the ventricular pacing threshold had risen from 1.5v (measured in (B)(6) 2016) to 2.0v (measured in (B)(6) 2019). Moreover, an important number of atrial events which amplitude was near the atrial detection threshold (0.8mv) was detected. Preliminary analysis revealed simultaneous noise oversensing on both channels since (B)(6) 2015 (at least). The origin of these non-physiological signals is unknown. It could be located at lead(s) level, lead(s)/pacemaker connection level, or at pacemaker level (at the level of the connector). None of these hypotheses could be confirmed at this stage based on available data. A gradual increase of the right ventricular lead impedance was also observed starting from (B)(6) 2016.